Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had a loss of communication issue between the insulin pump and the transmitter. The customer stated that there was transmitter pairing failed. No harm requiring medical intervention was reported. Troubleshooting was not performed. The transmitter will not be returned for analysis.